Event description:
It was reported that a high drain alarm occurred on a homechoice (hc) machine during drain one of four. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) had done a manual exchange of 2500ml prior to connecting to the hc. The ultrafiltration (uf) for the therapy was 3467ml and the uf for cycle one was 2357ml. The technical service representative (tsr) explained that the hc did not detect the fluid and the manual exchange did not drain out due to the initial drain alarm setting being set at 0ml. The tsr told the hp to make sure the machine drained first before last fill if the hp gets on the machine with solution from a manual exchange. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.